Event description:
I have an oxygen concentration from lincare, but the oxygen concentrator caught on fire and did damages to my house from the concentration which was investigated from a (B)(4) which the guy's name was (B)(4) and insurance rep from lincare with claim #(B)(4) and rep info: (B)(4). And in further investigation, they found it was a manufacture default and the company of the oxygen concentrator is airsep. Please can you help settle this settlement for fire damages. Document number: (B)(4), report number: (B)(4). Injury incident: no injury.

Event description:
I have an oxygen concentration from (B)(4), but the oxygen concentrator caught on fire and did damages to my house from the concentration which was investigated from a (B)(4) which the guy's name was (B)(4) and insurance rep from lincare with claim #(B)(4) and rep info: (B)(4). And in further investigation, they found it was a manufacture default and the company of the oxygen concentrator is (B)(4). Please can you help settle this settlement for fire damages. Document number: (B)(4), report number: (B)(4). Injury incident: no injury.